Event description:
It was reported the patient's blood glucose level rose to 286 mg/dl while wearing the pod between 36 and 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). The pod was reported to be leaking and was loose at the near the cannula.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. The device was leak tested and no leaks were found in the fluid path. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. No damages or defects were observed that would prevent the soft cannula from properly inserting into the infusion site. A root cause for the reported not properly inserted cannula could not be determined.